Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use there were discrepancies with the troponin results with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (1 of 4 complaints) it was reported that there were discrepant troponin results. Additional information received from customer: what is the lot number of the tube? 9158941. Are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) Female, age (B)(6), dob: (B)(6) 1953. What was the condition of the sample? Great. What is the range of this test? Measuring range as per the sop is 3-10,000 ng/l. Was the patient redrawn and re tested? No. Was the test repeated? The test was repeated in duplicate after qc run and approved on the analyzer. What was the results of the repeat testing? Initially 10.05, 23.67 then after the qc was run and approved then the repeated results were 10.36 and 11.29. Analyzer name & model # roche cobas e411. What type of centrifuge is the customer using? Swing or fixed swing thermo scientific sorvall st16r ser #: (B)(4). What was the spin time and speed of the centrifuge? 10 minutes speed 1300 rcf (2600rpm). What is the ramp up time and speed of the centrifuge? Acceleration setting is 9. What is the braking time and speed of the centrifuge? Deceleration setting is 7. What were the storage conditions of product? Stored at room temperature upright. What were the storage conditions during transportation? Room temperature vertically in a tube rack with the gel on the bottom. Was there any medical intervention due to erroneous results? No since our results for this test do not autovalidate, results weren¿t released until quality control confirmatory testing were performed. Did the course of treatment change? N/a. What was method of draw? 21g butterfly needle winged set. Straight needle. Wingset. Syringe. Line. Unsure/other (please list). Is tube filled to stated volume? Yes. What was order of draw? Gold sst, na citrate, pst li hep, lavender edta. How many times was the tube inverted? 10 times. How were tubes transported? (Pneumatic system, carrier, etc.) : in a phlebotomy cart in a tube rack by the person who drew them. How long after collection were tubes processed?: sample collected at 20:10, arrived in lab 20:15, sample was pipetted for the first time at 20:31 (after being centrifuged for 10 minutes plus deceleration time and 3 minutes of machine start up time) the duplicate sample was pipetted @ 20:33. The repeated results after qc was run and approved were pipetted at 20:51 and 20:52. Are samples from this lot available? If so, a prepaid fedex label can be provided, to send in 5-10 samples of product for investigation. Yes.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use there were discrepancies with the troponin results with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (1 of 4 complaints). It was reported that there were discrepant troponin results. Additional information received from customer: what is the lot number of the tube? 9158941. Are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) Female, age 66, dob: (B)(6) 1953. What was the condition of the sample? Great. What is the range of this test? Measuring range as per the sop is 3-10,000 ng/l. Was the patient redrawn and re tested? No. Was the test repeated? The test was repeated in duplicate after qc run and approved on the analyzer. What was the results of the repeat testing? Initially 10.05, 23.67 then after the qc was run and approved then the repeated results were 10.36 and 11.29. Analyzer name & model # roche cobas e411. What type of centrifuge is the customer using? Swing or fixed swing thermo scientific sorvall st16r ser #: (B)(4). What was the spin time and speed of the centrifuge? 10 minutes speed 1300 rcf (2600rpm). What is the ramp up time and speed of the centrifuge? Acceleration setting is 9 what is the braking time and speed of the centrifuge? Deceleration setting is 7 what were the storage conditions of product? Stored at room temperature upright what were the storage conditions during transportation? Room temperature vertically in a tube rack with the gel on the bottom. Was there any medical intervention due to erroneous results? No since our results for this test do not autovalidate, results weren¿t released until quality control confirmatory testing were performed did the course of treatment change? N/a. What was method of draw? 21g butterfly needle winged set straight needle, wingset, syringe, line. Unsure/other (please list): is tube filled to stated volume? Yes what was order of draw? Gold sst, na citrate, pst li hep, lavender edta how many times was the tube inverted? 10 times. How were tubes transported? (Pneumatic system, carrier, etc.) : in a phlebotomy cart in a tube rack by the person who drew them. How long after collection were tubes processed? : sample collected at 20:10, arrived in lab 20:15, sample was pipetted for the first time at 20:31 (after being centrifuged for 10 minutes plus deceleration time and 3 minutes of machine start up time) the duplicate sample was pipetted at 20:33. The repeated results after qc was run and approved were pipetted at 20:51 and 20:52. Are samples from this lot available? If so, a prepaid fedex label can be provided, to send in 5-10 samples of product for investigation. Yes.